Event description:
In use of a medtronic 780g insulin pump, the battery cap was defective, which turned my insulin pump off for almost 24 hours. Called medtronic about my issue with the battery unable to supply the pump because of a malfunctioning battery cap.